Manufacturer narrative:
A specific cause for the reported infection cannot be conclusively determined. The patient remains ongoing on vad support and no related events have been reported. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device- 24 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 due to driveline infection. Oral antibiotics were administered. It was also reported that there has been no readmissions since, and that the patient was medically stable. The device was reportedly functioning as intended. No other additional information was provided.